Manufacturer narrative:
The device is currently undergoing analysis. When device analysis is complete, this report will be updated.

Event description:
Boston scientific received information that the patient with this device and associated lead presented in ventricular tachycardia (vt). The patient had not been seen since 2001 when the device had declared end of life (eol). The patient was seen for a revision procedure where upon pulling the lead out of the header, the rate/sense terminal pin broke off inside of the header. The remaining portion of the lead was capped. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.